Manufacturer narrative:
The condition of ''select'' button of keypad at channel a was inoperative was confirmed due to fluid ingress. The keypad was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report to baxter (B)(4) of a colleague infusion pump in which the ''select'' button of keypad at channel a was inoperative. The reported condition occurred before use. There was no patient involvement, injury or medical intervention related to this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.